Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced perforation and tamponade. The patient received surgical intervention. Upon removal of the temporary lead it was stated that post leadless implantable pulse generator (ipg) implant there was a perforation that was being plugged by the temporary lead. Removal of lead opened the perforation. No further patient complications have been reported as a result of this event.